Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information concomitant products: biomet modular tibial locking bar item#141205, lot# 510840, kne-maxim-femorals-unk lot#unk item#unk, kne-maxim-tibial trays-unk lot#unk item#unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. No compatibility check was performed. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-00161

Manufacturer narrative:
(B)(4). Concomitant medical product: biomet modular tibial locking bar cat#: 141205, lot#: 510840. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision one month after an initial knee procedure due to infection.